Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system was performing as intended at the time of the system checkout. No parts were replaced. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system became unresponsive when on the select patient screen. The site was able to move the mouse, but unable to click on anything. There was no disc in the drive or usb connected to the system. Technical services (ts) recommended soft rebooting the software. After doing so, the site was able to proceed in the software. There was no patient impact reported and no delay to surgery.